Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a duplicate address was found across multiple storage spaces. A field service engineer shut down the station, reset the cubie board connections, and reset the cubies. The station was then powered back on. The hardware test application was run, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the duplicate address was found.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.